Event description:
E6 error code occurred. It is a software issue that needs to be repaired at the factory. Manufacturer response for scd, scd-700 (per site reporter). They are repairing the unit, and are coming out with a software update.